Event description:
The end-user had high bg's again last night treated with a manual injection. States that one qs was leaking from the luer connection. On 2/7/2003 maersk medical received the complaint and 2 used sets, and 3 unused sets.